Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 158 mg/dl. The customer stated that there were no significant events that could have led to the motor error alarm. A new insulin pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners, battery tube threads and received with minor scratches on display window.